Manufacturer narrative:
Additional procode kwq. Reporter is company representative the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in country as follows: it was reported that on an unknown date, the stardrive screwdriver shaft was worn and unusable. It was discovered in sterilization processing department. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the stardrive screwdriver shaft t8 105 mm (p/n: 314.467) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was twisted and worn. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during an inspection. The received condition is not consistent with the complaint condition thus the overall complaint was not confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a cursory inspection of the complaint file for the device that was found damaged does not point to a manufacturing issue. Therefore a DHR/mre is not required per (ref. (B)(4) rev 5). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.